Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: nim patient interface: product number, serial number, lot number and UDI number unknown. Incrementing probe. Product number, serial number, lot number and UDI number unknown . Evaluation was not performed; products were not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The nurse reported that the nim system intermittently delivers stimulus. Sometimes the stim probe will work and sometimes it won't. During troubleshooting the probe was swapped with another one and it gave mixed(intermittent) results. Also during troubleshooting the fuses were replaced and this also showed the same mixed/intermittent results. Additionally the facility reported that the problem appears to be with the connection for the incrementing probe. This connection is loose and needs repair. There was no report of patient impact.